Event description:
A customer contacted beckman coulter inc. (Bci) in regards to inconsistent screening urine sample results that came back (B)(6) and positive for oxycodone generated by the (B)(4) chemistry analyzer. The opiate test was also repeated and results came back positive for both opiates and oxycodone on (B)(6) 2010. Therefore, the first screening test result was a false negative. The results, provided by the customer. The erroneous results were reported out of the laboratory; however, the report was amended by the repeated results. It is unknown if patient treatment was affected from this event.

Manufacturer narrative:
The sample was urine and collected with secure chain of custody in split chamber cup for preliminary results and verification by confirmatory in house testing. Method was in control and identity of sample was confirmed. The customer concludes possible sampling error on the instrument; however, an exact root cause is unknown at this time.